Event description:
It was reported that the patient noted a small amount of blood coming from the incision. The next day, there was a larger amount of blood on patient's clothing. Patient was seen in the emergency room and was admitted to the hospital. All tests came back within a normal range for the patient. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.